Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the connector sealing rings of the lead were extrinsically damaged. The connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the lead was being used as a temporary pacing lead connected to an external pacer, the patient accidentally stepped on the connector cable, causing the lead to be pulled from the cable. As a result, the lead insulation was damaged between the proximal and distal electrodes and the lead could no longer be inserted into the connector cable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.